Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 04-aug-2021: discovered during bench test. No patient involvement. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated, error code 44861 appeared at startup. The main board was replaced for the problem. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error 4486. No adverse effects were reported.